Event description:
The customer initially reported that the evis lucera elite colonovideoscope had no air. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: residual liquid and foreign matter comes out from the secondary water supply channel.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, air supply volume did not meet standard value. In addition to the residual liquid and foreign material in the jet tube, the evaluation findings are as follows: due to wear of angle wire, bending angle in the "up" direction did not meet standard value, due to wear of angle wire, the play of the "up/down" knob was out of standard value, the adhesive on bending section cover had a chip, due to clogging of the nozzle, water supply volume and water removal ability did not meet standard value, the light guide lens had a crack, the nozzle had corrosion, the plastic distal end cover had a scratch, the connecting tube had a scratch, due to dirt on the objective lens, there was a lack of image on the monitor, the light guide lens had discoloration, the objective lens had discoloration, the protector of the universal cord on the scope connector side had a scratch, the scope cover unit had a scratch, the paint on the suction cylinder was peeled, the forceps elevator lever had a scratch, the forceps elevator knob had a scratch, the 'right/left' knob had a scratch, the 'up/down' knob had a scratch, the flexibility adjustment ring had a scratch, the switch box had a scratch, the scope cover had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration, the control unit had a scratch, the suction cylinder was shaved, due to dirt on the objective lens, the image has a partially dark area, and due to a scratch on the objective lens, flare occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): inspection of the endoscope: 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts, or other irregularities. 2. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Inspection of the auxiliary water feeding function: 1. Attach a syringe containing sterile water or the water tube from a flushing pump to the lure port of the auxiliary water tube. 2. Feed water from the syringe or the water tube. 3. Confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section." Olympus will continue to monitor the field performance of this device.